Manufacturer narrative:
Gtin number for item: (B)(4), sn: (B)(4). No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that 250ml of heparin (25,000 units) was programmed to infuse at 10ml/hr however the infusion completed in 2.5 hours. There was no patient harm.